Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices, which was expanded in december 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that a request for battery review was needed involving this subcutaneous implantable cardioverter defibrillator (s-ICD). A review of the device data by engineering confirmed that the battery usage of the device had increased. The device was malfunction and should be explanted and returned. The device should have enough capacity to support therapy for sixty two days. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the initial reporter first, last name, and the occupation.

Event description:
It was reported that a request for battery review was needed involving this device. A review of the device data by engineering confirmed that the battery usage of the device had increased. The device was malfunction and should be explanted and returned. The device should have enough capacity to support therapy for sixty two days. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that a request for battery review was needed involving this device. A review of the device data by engineering confirmed that the battery usage of the device had increased. The device was malfunction and should be explanted and returned. The device should have enough capacity to support therapy for sixty two days. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the initial reporter first, last name, and the occupation.

Event description:
It was reported that a request for battery review was needed involving this device. A review of the device data by engineering confirmed that the battery usage of the device had increased. The device was malfunction and should be explanted and returned. The device should have enough capacity to support therapy for sixty two days. No adverse patient effects were reported.

Event description:
It was reported that a request for battery review was needed involving this device. A review of the device data by engineering confirmed that the battery usage of the device had increased. The device was malfunction and should be explanted and returned. The device should have enough capacity to support therapy for sixty two days. No adverse patient effects were reported.